Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility's nurse reported to baxter that an interlink blood set had separated between the drip chamber and tubing. This was observed before use. There was no evidence of product tampering. There was no report of patient involvement, injury, or medical intervention in association with this event. There is no additional information available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.